Event description:
A report was received that the patient had an infection at the ipg site. Symptoms include redness and inflammation at the battery site. The patient was hospitalized and underwent a revision procedure wherein an antibiotic was given. The physician believed the infection was procedure related. The patient was discharged from the hospital and the infection has been resolved.